Event description:
Healthcare professional stated on or about 4/12/97, pt came in with critical bioprosthetic aortic valve stenosis (80 to 100 mm hg). Leaflets showed only small amount of movement. Rather than replace the valve, surgeon and cardiologist decided to try dissolving what they thought was thrombus occluding the valve using urokinase. This therapy was successful and pt is doing fine. Pt was on warfarin at release from hospital originally and currently.